Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has had multiple hip dislocations, causing her to fear doing everyday activities .this time she dislocated. The surgeon decided to revise the liner with a constrained liner. We removed the liner and head (it was a 28mm ID x 50mm od neutral liner and a 28 +5 metal head) and replaced it with a 28mmid x 50mm od +4 neutral constrained liner and a 28mm +1.5 delta ts ceramic head. Doi: unknown; dor: (B)(6) 2020; right hip.